Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her husband and reported erratic blood glucose (bg) levels. The reporter contacted animas and reported additional issues with the pump. She alleged that keypad button presses did not activate desired pump functions. She explained that the keypad buttons would sometimes stick and scroll. She claimed, however, that the keypad was intact. The reporter also alleged that the pump had rebooted unexpectedly that day. While inspecting the pump, she noticed a crack on the pump's casing. The reporter denied that the pump has exposed to moisture. The reporter refused to further review and troubleshoot the pump. The reporter did not provide any specific bg values. She mentioned, however, that the patient had a recent hospitalization related to high bg. The reporter was unwilling to provide additional information regarding the hospitalization. She stated that the patient has or had shingles, has bells palsy, parkinson's disease, a renal transplant, and a myocardial infarction (mi) during his last hospitalization. It is unknown what treatment the patient received during the hospitalization or what his bg levels were before, during, and after the hospitalization. Multiple attempts were made by animas to contact the patient and reporter for follow-up information. On (B)(6) 2012, an animas representative spoke to the reporter and obtained limited information. The reporter was pulling into a hospital to visit her husband who was reportedly admitted again on (B)(6) 2012. She mentioned that the patient was off of the pump and the hospital was managing his bg levels by an unknown means. The reporter was going to call animas back at a later time. Additional attempts by animas to contact the patient and reporter after (B)(6) 2012, have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was having erratic bg and he was hospitalized. However, at this time it is unknown if the pump or a pump issue contributed to the patient's injury or hospitalization.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings. No activity outside normal use observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.